Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In-situ measurements show affected channels. Reportedly the hearing performance with the device is also affected.

Event description:
Hearing performance with the device is affected. Re-implantation has been recommended.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the reference electrode seems likely. However, to determine an exact root cause, device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the reference electrode seems likely. However, to determine an exact root cause, device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device is affected. The user has been re-implanted.

Event description:
The user's hearing performance with the device is affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. Further, damage to the active electrode caused by device minute mobility leading to fatigue wire breakages was found. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.